Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads. Upn m365sc2317700. Model sc-2317-70. Serial-lot (B)(6). Batch (B)(6). Product family scs-ipg-r-MRI. Upn m365sc12320. Model sc-1232. Serial-lot (B)(6). Batch (B)(6).

Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads displayed high impedances. There were no stimulation issues reported. The patient underwent a procedure in which both leads and the implantable pulse generator (ipg) were replaced. There was no ipg malfunction suspected. The explanted devices will not be returned as they were discarded by the medical facility. No adverse patient effects were reported.